Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 5.7, lab: 3.8. Target range 2.0-3.0. No medication or clinical info available for this patient.